Manufacturer narrative:
(B)(4).

Event description:
During ICD replacement due to normal eri, prior to implant of the replacement device, telemetry was lost between the programmer and the replacement device. The issue could not be resolved with rebooting of the programmer. Another device was able to be programmed with the same programmer and the replacement was successfully completed.